Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. The patient was unable to provide the strip lot number in use during the alleged complaint. As no strip lot number was provided, manufacturing records could not be reviewed nor could in-house testing on reserves from the same lot be conducted. An improper technique was identified and this could not be ruled out as a cause for the complaint. Further investigation cannot be pursued because there is no lot number and product was not returned. No corrective action is required.

Event description:
The patient reported unexpectedly high inratio inr results of >7.5 and >7.5. Tests conducted 1-2 minutes apart. Therapeutic range: 2.5 - 3.5. The date of the event is unavailable per the patient. The patient reported performing multiple fingersticks on the same finger.